Event description:
It was reported the programmer would not boot. It was further reported the programmer powered-up to a black screen and there was a system error. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. Device was turned off and on for a week and could not confirm or reproduce any error. The system fan is noisy.